Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The 6.0x40mm sterling over-the-wire balloon catheter was advanced to the target lesion and was dilated to 10atms on the first inflation and then to 12atms on the second inflation. The balloon was inflated a third time to 13atms for 10 seconds and ruptured. The device was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good".